Manufacturer narrative:
One photo was provided for evaluation by the customer. The reported complaint cannot be confirmed from the photo provided. Lot history review was conducted; no relevant nonconformities observed that would have contributed to this complaint.

Manufacturer narrative:
The device is not available for evaluation but a photo sample has been provided; a lot history review should be performed. A follow up report will be sent in due course.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where the customer reported that there was a no flow during patient use. The customer further reported that after drug infusion was complete, the healthcare provider flushed the tube with normal saline and flow could not be established. There was patient involvement but no patient harm was reported as a consequence of this event.